Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension and renal failure are listed in xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2017 during which a 3.25 x 18 mm xience alpine stent was implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6)2017 for hypotension, hyperkalemia, acute renal failure and bradycardia. Angiotensin ii receptor blockers medication was stopped and so was the intravenous fluid of potassium supplemental medication. No additional information was provided.